Event description:
The hospital reported that during a coronary artery bypass procedure, when the activation button of the aortic cutter was pressed, the device did not work. A replacement device was used to complete the procedure. The hospital reported that there were no pt effects related to the use of the device. The device will reportedly not return to maquet for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).